Event description:
The customer reported false positive tetrahydrocannabinol (thc) results, for 23 pts, involving synchron lx 20 clinical chemistry system. This is report number four of twenty-three. Subsequent test of pt's samples with a new reagent produced negative results. The erroneous results were released out of the laboratory. Amended reports were issued to the hospital. There was no report of pt injury. There has been no report of change in pt treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.